Manufacturer narrative:
Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in rochester, new york, united states. Field service engineer dispatched on-site for service checked out the unit and found that error messages pump (stirring mechanism) uses too much power and pump (stirring mechanism) is blocked (ee06 and ee07) were appearing on patient circuit of the device. Patient pump1 was replaced to resolve the issue. Functional verification check were performed and resulted conforming. Unit is back in service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a 3t heater cooler displayed error message pump (stirring mechanism) is not immersed in liquid (ee8) during cleaning. There was no patient involvement.

Manufacturer narrative:
Field service engineer found that error messages pump (stirring mechanism) uses too much power and pump (stirring mechanism) is blocked were appearing on patient circuit of the device. Patient pump1 was replaced to resolve the issue. Functional verification check were performed and resulted conforming. Unit was returned back in service. Analysis of machine service history revealed no further cases notified since unit installation in 2017. Based on the results of technical intervention, and considering the review of similar events, reported failure was traced back to a stuck patient pump. The most likely root cause of the complained event is associated to mechanical motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate freely. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions. No other specific action was currently deemed necessary. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.